Manufacturer narrative:
N/a.

Event description:
The following information was discovered during a literature search where the article described the event (but did not list a manufacturer or device information) as: one (1) day post aortic repair with a fenestrated endograft; the patient was diagnosed with ischemic colitis with hydrophilic polymers, the outcome of which was reported as: pancreatic necrosis with multiple abdominal abscesses in addition to bowel ischemia leading to second exploratory laparotomy. Microbiologic cultures of the abscesses grew (B)(6), citrobacter freundii. And klebsiella pneumoniae. The patient had the first bowel resection one (1) day after the aortic repair. Eleven (11) weeks and two (2) days post procedure the pathological diagnosis for this patient was listed as: ostomy site changes with hydrophilic polymers and foreign body giant cell reaction, as well as unremarkable colon with hydrophilic polymers and foreign body giant cell reaction. Eighty-nine (89) days after the bowel resection procedure the patient had an ostomy take down, traverse colon resection and removal of abdominal abscesses and a portion of the necrotic pancreas. Subject to the surgical resection and antibiotic therapy, the patient had a full recovery and was reported to be alive and well approximately four (4) months after the aortic repair. On 5th april 2019 the manufacturer received a response to their enquiries which detailed the device codes and lot numbers.

Event description:
The following information was discovered during a literature search where the article described the event (but did not list a manufacturer or device information) as: one (1) day post aortic repair with a fenestrated endograft; the patient was diagnosed with ischemic colitis with hydrophilic polymers, the outcome of which was reported as: pancreatic necrosis with multiple abdominal abscesses in addition to bowel ischemia leading to second exploratory laparotomy. Microbiologic cultures of the abscesses grew methicillin resistant staphylococcus aureus, citrobacter freundii. And klebsiella pneumoniae. The patient had the first bowel resection one (1) day after the aortic repair. Eleven (11) weeks and two (2) days post procedure the pathological diagnosis for this patient was listed as: ostomy site changes with hydrophilic polymers and foreign body giant cell reaction, as well as unremarkable colon with hydrophilic polymers and foreign body giant cell reaction. Eighty-nine (89) days after the bowel resection procedure the patient had an ostomy take down, traverse colon resection and removal of abdominal abscesses and a portion of the necrotic pancreas. Subject to the surgical resection and antibiotic therapy, the patient had a full recovery and was reported to be alive and well approximately four (4) months after the aortic repair. On 5th april 2019 the manufacturer received a response to their enquiries which detailed the device codes and lot numbers.

Manufacturer narrative:
The device was not returned for evaluation. Work order a(B)(6) was reviewed and appears complete and correct. The device IFU states: "to activate the hydrophilic coating on the outside of the flexor introducer sheath, the surface must be wiped with 4x4 gauze pads soaked in saline solution. Always keep the sheath hydrated for optimal performance." 100% of sheath assemblies are qc inspected for any surface non-conformities. Based on the information provided, a definitive root cause could not be determined.